Event description:
(B)(6) registry. It was reported that in-stent restenosis occurred. In (B)(6) 2019, the subject presented with unstable angina and the index procedure was performed on the same day. The target lesion 1 was located in the proximal right coronary artery (rca) extending up to distal rca with 95% stenosis and was 73mm long and a reference vessel diameter of 3.5mm. The target lesion was treated with pre-dilatation and placement of 3.00mm x 38mm and 3.50mm x 38mm promus premier stents. Following, post dilatation was performed with 0% residual stenosis. Three days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2019, staged procedure was performed and the target lesion 1 was located in the proximal left circumflex artery (lcx) extending up to distal lcx with 80% stenosis and was 32mm long and a reference vessel diameter of 3.0mm. The target lesion was treated with pre-dilatation and placement of a 2.75 mm x 38 mm promus premier stent. Following, post dilatation was performed with 0% residual stenosis. The subject was discharged on aspirin and clopidogrel on the same day. In (B)(6) 2020, the subject was diagnosed with in-stent restenosis in the distal rca and was hospitalized on the same day for further evaluation and treatment. On the following day, the subject was referred for coronary angiography which revealed 50% stenosis in distal rca and was treated with percutaneous coronary intervention-target vessel revascularization (pci-tvr). Post intervention, residual stenosis was 0%. The following day the event was considered recovered/resolved and the subject was discharged on the same day on aspirin and ticagrelor.